Event description:
The customer's daughter reported via phone call that they were hospitalized due to low blood glucose and diabetic coma on (B)(6) 2021 with blood glucose of 30 mg/dl. Customer reported high blood glucose level of 337 mg/dl. The customer's current blood glucose was 335 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. Customer also reported on high blood glucose of 337 mg/dl. The customer was treated high blood glucose level by manual injection. No further complications were reported. Troubleshooting was not performed. The customer will continue to use the device.

Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.